Event description:
It was reported that a user with insulin sensitivity and gastroparesis experienced low glucose after meals while using the ilet, expressing concern that the algorithm was not working as expected; the user reported a glucose of 66 mg/dl after breakfast and treated with oral glucose, and customer education was provided not to pause insulin prior to lows. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and insufficient information regarding any specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.